Event description:
It was reported that the customer received a power source alert while using the tandem-provided charging cable and wall charging adapter. There was no adverse impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate charging cable and wall adapter.